Manufacturer narrative:
The tibial insert cannot be evaluated for rpt'd wear as it has not been returned but rather retained by the pt. A review of the DHR is not possible for this insert as the lot code supplied is incorrect.

Event description:
Reporter states. "Pt, had a primary total knee on 9/23/94. Three years later, the pt presented with increasing pain in the (r) knee. Arthroscopy of the (r) knee revealed polyethlyene wear of the tibial inset." Tibial insert was revised due to polyethylene wear.